Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair the surgeon had difficulties manipulating the versalok deployment gun that resulted in a 1 hour extension to the surgery. The surgeon used another device to successfully complete the procedure without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received and evaluated. Several versalok anchor deployment shafts (taken new out of box) were mated to the complaint deployment gun. The locking mechanism at the rear of the gun, which holds the deployment shaft secure, appeared to set in place when the gun trigger was pulled; however it would not lock on the shaft. This exercise was performed several dozen times with the same negative response. The device was taken apart in an attempt to discern the problem; however in the apart condition we could not detect any anomalies with any of the component parts or the operational value of the aggregate parts. It is possible that wear may have been a contributing factor as the device appears well used. Other than that consideration, we cannot determine the root cause for the device¿s condition; we attribute the device¿s issue to an anomaly. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.